Manufacturer narrative:
(B)(4). Unit passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 100 mg/dl at the time of incident. Customer stated that the insulin pump was able to rewind. Drive support cap was normal. The insulin pump will be returned for analysis.